Event description:
During follow-up, it was noted that the device had reached end of life (eol). The physician suspects premature battery depletion. The device was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
The complaint of premature battery depletion was confirmed. The device was received with battery level at end of life (eol). The device was cut open and a new battery was installed to enable further testing of the electronic circuitry. The device image was saved and analyzed indicating high battery current measurements as well as elective replacement indicator (eri) and eol alerts being triggered appropriately. High current drain was reproduced with the new battery installed and it was isolated to the hybrid circuitry.